Event description:
It was reported by service report that there was no power to the auxiliary power outlet due to female end of the power cord was not making reliable electrical contact at the cpu box. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Auxiliary electrical power.